Manufacturer narrative:
The electrode belt was returned and evaluated at the distributor. The evaluation of the reported problem (damaged cable) was confirmed. The dn to rear therapy electrode was pulled from strain relief. There is no indication of any serious injury. The belt passed incoming testing. The root cause of the damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (monitor pins) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle was missing from the monitor case. The root cause for the damaged receptacle was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's electrode belt was damaged. A us distributor returned a monitor's belt receptacle was missing.